Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a procedure for persistent atrial fibrillation, a pericardial effusion was observed. The patient was in sinus rhythm at beginning of procedure. The sensitherm catheter was replaced at the beginning of procedure due to a connection issue. The ablation catheter was placed in the inferior vena cava and transseptal access was performed. On the echo a large circumferential pericardial effusion was noted. The perforation was due to the ablation tip slipping onto the anterior wall through the anterior roof and causing a small perforation. A pericardiocentesis was performed and the patient was treated with noradrenaline and protamine. Afterwards, the effusion was no longer noted on the echo. The patient stabilized and was moved to the operating room and then monitored in a dedicated service.